Manufacturer narrative:
(B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with 4 intact clips remaining as well as one pierced boss half of a clip. The hook half of the clip was returned loose. Visual examination revealed that the broken clip was broken in half at the hinge. The broken clip appears used as there was biological material present on the sample. Functional inspection was performed on the 4 intact clips remaining. The first clip was successfully loaded into a lab inventory clip applier and properly fired onto over-stressed surgical tubing. This was repeated with the 3 remaining clips with the same result. No defects or anomalies were observed with the 4 returned intact clips. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken clip was broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - hinge" was confirmed based upon the sample received. One broken clip was returned broken in half at the hinge. There were also 4 intact clips that were remaining in the cartridge. The 4 intact clips were able to successfully load into lab inventory clip appliers and properly fire onto over-stressed surgical tubing. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. CAPA 037 has been previously opened to further investigate issues related to clip breakages.

Event description:
A clip was found broken at opening the package. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review the product hemolok ml clips 6/cart 84/box lot# 73d2000273 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip was found broken at opening the package. Therefore, a new unit was used instead.